Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that a shaft break occurred. The 75% stenosed target lesion was located in an arteriovenous fistula in the mildly tortuous and non calcified vessel. A 6.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilation. However, it was noted that the shaft became separated. Since it was only torn, the device able to be removed as usual. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.